Manufacturer narrative:
The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the endo therapy accessories or metal parts of the cleaning brush were contacted with the forceps channel port when the device was inserted or withdrawn. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device inspection by (B)(4) confirmed followings; there was a leak from the bending section rubber due to cutting. There were multiple black spots on the endoscopic image. The light guide bundle was damaged. The universal cord was bent. The coating on the insertion tube was slightly peeled off. The peeled area was less than 1 mm2. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that leakage from the bending section due to damage was found during preparation for use. The customer also reported that the device had multiple black spots. Then, olympus inspected the device at the service department of olympus medical systems (B)(4) and found that forceps channel port was shaved. This phenomenon is a MDR reportable malfunction. There was no report of patient injury associated with this event.